Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than tissue entwined in the lead helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than the dried tissue which likely caused the helix issues reported clinically.

Event description:
It was reported that this lead exhibited high, out-of-range pacing impedance measurements and difficulty was encountered when attempting to retract the helix. The lead was not used and was successfully replaced. The lead has been returned for analysis.

Event description:
It was reported that this lead exhibited high, out-of-range pacing impedance measurements and difficulty was encountered when attempting to retract the helix. The lead was not used and was successfully replaced. The lead has been returned and is undergoing analysis.